Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experiences pain and tenderness at the ipg site with stimulation on and off. The pt is to meet with her physician and the sjm representative as the next course of action.